Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tka surgery, the flap of a rt-plus femoral component right 10 cem broke. Incident occurred outside the patient, and no pieces fell inside the wound. The procedure was completed, with a non-significant delay, using a smith and nephew back up device. No injury to patient was reported.

Manufacturer narrative:
H3, h6: it was reported that during a total knee arthroplasty surgery, the cement lug of a rt-plus femoral component right 10 cem broke. The femoral component, intended for use in treatment, was not returned for investigation. However, a photo of the femoral device with the fractured cement lug was provided. Based on the visual evaluation according to this photo, the reported failure mode could be confirmed. The cement lug of the device is fractured at the distal end. This device is not part of the implant itself. After cementing the femoral component, the cement lug will be removed and therefore not be implanted accordingly. The complaint history of the batch in scope was reviewed. There is no further complaint reported so far. Furthermore, the internal production documentation was reviewed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation was performed and verifies the failure mode and severity of the reported issue. Based on the conducted investigation, the relationship between the reported event and the device was confirmed. However, the root cause for the fracture of the cement lug could not be identified and stays undetermined. It is possible that a jamming of the cement lug in the femoral component during extraction could have contributed to the underlaying failure mode. However, the reason for this potential jamming stays undetermined as the part was not returned for investigation. The current instruction for use for knee implants states that it is important to check the implant before it is inserted to ensure it is not damaged. The affected devices would need to be returned to the appropriate smith&nephew representative or sales office. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The complaint will be reopened should the device be received. This investigation is considered closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section h10: it was reported that during a total knee arthroplasty surgery, the cement lug of a rt-plus femoral component right 10 cem broke. The femoral component device and the cement lug were returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. The cement lug of the device is fractured at the very proximal end. Apart from that, the lug looks unimpaired. The cement lug is not part of the implant itself. After cementing the femoral component, the cement lug will be removed and therefore not be implanted accordingly. The complaint history of the batch in scope was reviewed. There is no further complaint reported so far. Furthermore, the internal production documentation was reviewed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation was performed and verifies the failure mode and severity of the reported issue. Based on the conducted investigation, the relationship between the reported event and the device was confirmed. However, the root cause for the fracture of the cement lug could not be identified and stays undetermined. It is possible that a bending of the cement lug to the proximal end of the femoral component could have contributed to the fracture of the tip of the lug. On the lug, there is a clearly imprinted indication and direction that it needs to be pulled. The current instruction for use for knee implants states that it is important to check the implant before it is inserted to ensure it is not damaged. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. This investigation is considered closed. The returned device will be discarded. Internal complaint reference number: (B)(4).